Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant, the right atrial (ra) lead dislodged and had fallen into the ventricle. A revision was attempted, but the lead was stuck on the tricuspid valve and was unable to be pulled back into the atrium. The lead was capped and replaced. No further patient complications have been reported as a result of this event.